Event description:
It was reported during a procedure that the core micro drill ran without user activation. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Manufacturer narrative:
The reported event, handpiece run-on was not duplicated. However, upon disassembly for inspection the product was observed to have a corroded motor and rotor.

Event description:
It was reported during a procedure that the core micro drill ran without user activation. There was no patient or user injury reported and no adverse consequences alleged with this event.